Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that the patient had a revision done a couple years ago, maybe two to three years ago. It was noted that the patient thought she was due for a replacement soon but the healthcare professional¿s (hcp) office said that she had it replaced, per the consumer. It was inquired if the manufacturer had it on record of what happened at the revision. It was indicated that the patient¿s hcp had referred her to another location for the revision and that the patient did not recall the name of the hcp who performed the revision. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.